Manufacturer narrative:
Samples were collected in greiner liheparin plasma tubes with a gel separator. Qc was within the customer's established ranges. A routine system check performed on (B)(6) 2011 passed within the instrument specifications. The sample was sent to bci cpls (customer product line support) with interference eliminating proteins which confirmed the existence of a patient source interferent. The interference likely relates to alkaline phosphotase. The interfering compound causes reproducible false positive results.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding reproducible elevated troponin (accutni) results within the risk stratification range generated by the access 2 immunoassay system for one patient. Subsequent testing on an alternate methodology produced a lower discordant result within the normal reference range. It is unknown if there was an affect to patient treatment with regard to this event.